Event description:
Technician alleged that the bed failed the electrical safety inspection. No patient impact.

Manufacturer narrative:
The technician found the power cord was not seated properly in the power control board box. The technician seated the power cord properly to resolve the issue.